Manufacturer narrative:
Sol-millennium received 200 unused samples of the impacted sol-care safety blood collection needle 23g*3/4*7inch (ref# 110201030032, lot# 05412006) from the customer for evaluation. All 200 returned samples, along with an archive sample, were thoroughly analyzed, and no evidence of quality issues was identified in relation to this complaint. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.

Event description:
Customer reported that they met new issues by seeing blood went through the joints (from the butterfly needles for the first time and from the adaptor for the second time).